Event description:
On 06/15/1999, the international distributor informed the MFR (MFR.) Via a faxed report of the following: the lock for connection to the catheter and reservoir was not included in the package. No further details were provided.